Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and the system was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site was doing a balloon decompression case, non-navigated, but brought in the navigation system to generate a 3d model to look at. While building the model, the system switched to the blue loading screen and became unresponsive. The site was able to press "ctrl alt backspace" and reload the software. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: a software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.